Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2008 due to cystocele, rectocele, enterocele, and bilateral perivaginal defect. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems and other. It was further reported that on (B)(6) 2008, the patient removed monarc mesh that was previously implanted on (B)(6) 2005 due to mesh failure. (B)(4).